Event description:
A failure code 812:02. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming.